Event description:
It was reported that the physician noted a cerebrospinal fluid leak when the epidural needle was inserted during a permanent implant procedure on (B)(6) 2014. The case was completed. The patient woke up and complained of headaches. A blood patch was performed. Follow-up revealed the headaches have resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.